Event description:
It was reported that during testing following of a subcutaneous implantable cardioverter defibrillator (s-ICD) system, shock impedance measurements were high during ventricular fibrillation induction. This electrode was repositioned and acceptable measurements were obtained. This system remains in service. No additional adverse patient effects were reported.